Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer blood glucose level was 400 mg/dl at the time of incident. The customer stated that the symptoms related to high blood glucose such as nausea, headache, dysuria, felt weak action. Customer stated that event was anticipated. The insulin pump will not be returned for analysis.